Event description:
As reported, during laparoscopic ventral hernia repair procedure, surgeon was tried to implant the phasix st w/ echo 2 ps mesh using 12 mm trocar. It was reported that the positioning device came off as it was being inserted into the trocar and the surgeon used another phasix st w/ echo 2 device to complete the procedure. There was no reported patient harm or injury.

Manufacturer narrative:
As reported, the ps frame of phasix st w/ echo 2 came off when inserted into the trocar. As received the mesh is detached from the ps frame as reported. The echo frame and mesh are undamaged, and all five (5) mesh connectors are present and attached to the frame. Two of the connectors are stretched out as received and with one twisted and entangled with another connector coil. No manufacturing anomalies found. Based on the sample condition the most probable root cause is the frame became entangled and detached due to user/device interface. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.